Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), the cannula was found to be bent. As treatment, the patient used manual insulin injections.